Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. FDA device problem code(s): 1354, 1064. FDA patient problem code(s): 2199. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from the lowest port of the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and blood backflow. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. We are still having issues with the bd alaris pump infusion set. An incident occurred when a patient had a port a cath accessed (patency confirmed) a primary line of saline and a secondary antibiotic infusing. The pump did not alarm as the meds were infusing, however, the patient called to report bleeding. What occurred was that while the medication was infusing into the line there was reflux of blood from the port-a-cath and this blood was leaking / draining from the lowest port of the IV tubing. There was pooling of blood on the floor. The tubing had been changed that day (nov 10th), but earlier in the shift so the staff did not have the packaging to refer to the lot number. The needle to access the port was working both pre and post and once the tubing was changed there was no other issue with back flow of the patients¿ blood. This is the first incident that I have heard of this occurring but certainly not the first of leaking tubing from bd. I have requested that staff complete an incident report to ensure that this issue is documented.